Manufacturer narrative:
(B)(4). Upon follow up it was reported one day prior to receipt of this report, dianeal, extraneal and nutrineal therapies were discontinued and the pd catheter was removed. It was reported the cause of the peritonitis was due to (B)(6) (reported earlier as bacterial peritonitis), this is likely a reference to a culture and the cause will remain assessed as unknown. Six days prior to receipt of this report the patient had the last dose of vancomycin (dose, route and frequency not reported) and hemodialysis therapy was initiated the same day. At the time of this report the patient remained hospitalized and was reported to be discharged (reported as tomorrow). The patient was recovered from this peritonitis event (date not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Eleven days after the event onset, the patient was planned to switch to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.